Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that they are having issues with their stimulation and that it is not working as intended. Patient stated that they can only increase stimulation a certain amount. The patient shared that they have tried increasing the intensity and switching the groups but are unable to feel stimulation. Agent walked patient through adjusting their intensity and switching groups. During the call, the patient confirmed that stimulation was on in group c with programs 1, and 2 and that intensity was at 10.2 in program 1. When asked if this intensity was normal, the patient stated it is normal except for when they are lying down or leaning against a pillow is when they need to turn the stimulation down because the intensity is "too much". Patient attempted to increase stimulation in group a, but reported seeing "settings not available (59)". The patient also reported that they have seen this screen appear when trying to increase their intensity since they've been implanted. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient reported that the cause of the issue was that the leads were bad. They stated that they had a revision on (B)(6) 2024 and the issue was resolved.